Manufacturer narrative:
As received, a partial lead (only connector portion) measuring 10.3 cm was returned in one piece for analysis. Visual examination of the partial lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Manufacturer narrative:
As received, a partial lead (only connector portion) measuring 10.3 cm was returned in one piece for analysis. Visual examination of the partial lead did not find any anomalies except for procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Manufacturer narrative:
Further information was requested but not received.

Event description:
A report of a patient death was received. The cause of death was septic shock due to sepsis. The implantable cardioverter defibrator, left ventricular and right ventricular leads were removed from the patient post-mortem. Further information was requested but not received.